Manufacturer narrative:
(B) (4). (B) (4). The device was not returned. The lot# was provided. A review of the finished product's lot history record did not reveal any nonconformances associated with this lot. No discrepancies were reported or observed during the preparation and inspection of the product prior to use. Any balloon damage would likely have been detected during an instruction for use (IFU) directed preparation and inspection of the product. The balloon getting caught and tearing appears to be due to the broken strut on a non abbott vascular stent as reported. No mfg quality deficiencies were identified.

Event description:
Device malfunction: balloon tear. Time of device malfunction: during procedure. Symptoms/ae: medical intervention. It was reported that during the procedure of a non-abbott restenosed and fractured stent in the superficial femoral artery, dilatation was performed using a rx viatrac plus dilatation catheter. The balloon caught on the fractured stent and tore. The balloon was removed from the anatomy; however, a portion of the balloon remained in the anatomy. A non-abbott stent was deployed to appose the torn portion of the balloon to the fractured stent. There was no adverse pt sequela. Though requested, no additional info was provided.